Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2: date of submission 06/30/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: on 04/11/2016, a pump reboot event was observed in the black box where the time and date reset to the default settings. The black box history showed that the time and date was manually changed to 04/23/2016 at 11:54 pm. The basal history appeared inconsistent due to the date changes. The pump was put on a basal program of 1u/hr for 24 hours and the pump was found to be recording the basal history accurately. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.